Event description:
On (B)(6) 2025, (B)(6) -- a wheelchair user -- became stuck inside a t-mobile store in (B)(6) due to a malfunction of her permobil m3 corpus power wheelchair. The chair would not move and could not be manually unlocked or disengaged, leaving her immobilized for approximately 2.5 hours in a public business. Despite requesting assistance from t-mobile staff and her family, no adequate accommodation was provided, no emergency protocol was followed, and the device remained locked in place until her family was able to manually lift and remove her from the store, an action that was unsafe, emotionally distressing, and dehumanizing. The wheelchair has experienced multiple performance issues since being purchased new 2 years ago, including freezing, locking, and battery inconsistencies. (B)(6) has reached out to permobil and her medical equipment provider numerous times, but the chair has not been replaced or upgraded despite repeated malfunctions. The most recent incident has worsened (B)(6) mental health and created anxiety about leaving the house again. This report is being submitted to highlight the safety concern posed by a faulty mobility medical device, and how it negatively impacted a disabled woman's freedom, dignity, and safety, despite no physical injury being sustained. The emotional harm and public embarrassment are significant.